Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 with left and right hand numbness and right hand weakness for 4 days. A head CT scan revealed a left frontal intracerebral hemorrhage and mild surrounding subarachnoid hemorrhage. At the time of the event, the patient was taking the anticoagulants aspirin and warfarin, and had an inr of 3.2 upon admission. No treatment was provided other than holding the warfarin. The patient was discharged on aspirin only, and was to remain off of warfarin until the next clinic visit. On (B)(6) 2016, it was reported that the patient was stable. The cause of stroke could not be determined. The report source stated that it was believed to be device or device therapy related. The patient did not have any clinical history noted that many have been relevant to the event. No additional information was provided.